Event description:
It was reported that the patient had a pain stimulator implanted in (B)(6) 2013. It didn¿t seem to work so the patient kept seeing the physicians¿ assistant and the manufacturer¿s representatives (reps) for reprogramming. A rep. Suggested the patient get an x-ray to see where the leads were in the patient¿s back. It was determined the leads were in the wrong level and the doctor claimed that the leads had moved. According to the patient when the doctor¿s notes were reviewed it was clear that he put the leads in the wrong level from day one. The patient stated ¿it was supposed to be at t7 but they put it at t6, or it was supposed to be in t6 and was put at t7, I can¿t remember, one way or the other. I had the surgery and it never helped me since the implant, it never helped like the trial did, and they kept trying to reprogram and reprogram but I told them I¿m not getting it in the lower back where my pain was.¿ the patient was unsure if he wanted them to go back in and move it or just pull the whole thing out. It was noted the patient never had therapeutic effect. The patient was currently scheduled to see a new doctor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but were working with their health care provider or manufacturing representative. No appointment date has been made. The patient reported that they are working with insurance after a recent move. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was still having concerns with their device or therapy but they were working with their doctor or a manufacturer representative. The patient was waiting on their insurance to get figured out so they could see their doctor.